Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus) cuff. An explant procedure was scheduled for (B)(6) 2021. The physician indicated only planning to remove the cuff and requested a kit to cap the other components.